Event description:
It was reported that the ventilator unintentionally went into standby mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
Initially it was reported that the ventilator unintentionally went into standby mode. On-site investigation was performed by our field service engineer. According to received information, the manual action of activation the standby mode was made. There was no ventilator malfunction and no parts were replaced. The device passed all performance tests and was returned to clinical use. The device passed all performance tests and was returned to clinical use. The ventilator passed all functional and safety tests and was cleared for clinical use. This situation is not-safety related as appropriate measures can be taken. The device's logs confirm occurrence of reported issue and manual activation of standby mode. The cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).